Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that hemolysis occurred. A single center, nonrandomized comparative cohort study was conducted from september 2024 to november 2024 to evaluate an electrogram (egm) guided approach to pulse field ablation. One hundred seventy (170) patients with persistent atrial fibrillation were enrolled in the study. Procedure summary procedures were performed under general anesthesia. A non boston scientific (bsc) sheath was placed and the transeptal puncture was performed with an unknown needle. The non bsc sheath was removed and a faradrive steerable sheath was positioned and intravenous heparin was administered to maintain an activated clotting time between 300 to 350 seconds. Target egm mapping was performed using a non bsc mapping system. Atropine was administered intravenously to mitigate vagal reflexes. A farawave catheter was advanced to the left atrium and four (4) applications of ablation were delivered in basket configuration and 4 applications of ablation were delivered in flower configuration. Target egm ablation was performed with the farawave catheter in flower configuration with two applications of ablation. Pulmonary vein isolation, posterior left atrial wall isolation, and targeted egm ablation were completed. Pulmonary vein isolation and posterior atrial wall isolation were successful in all procedures. Event summary of the 170 patients enrolled in the study, one (1) experienced hemolysis after receiving seventy nine (79) applications of ablation. Patient status no further information on the status of the patient is available.